Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device, tubing, and chamber. The patient alleges dyspnea. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device, tubing, and chamber. The patient alleges dyspnea. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer observed the following from an external and internal inspection: black (inconsistent with degraded sound abatement foam), specks of contamination on the top enclosure. Also, a few black, inconsistent with degraded sound abatement foam, potential hair/fibers on the top enclosure. Unknown black contamination (dust-like), inconsistent with degraded sound abatement foam, on the front panel. The manufacturer observed white dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown black (inconsistent with degraded sound abatement foam), specks of contamination on the bottom enclosure. Unknown black contamination (dust-like), inconsistent with degraded sound abatement foam, on the rear panel. Black (inconsistent with degraded sound abatement foam), specks of contamination on the blower box. The manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam and found 0 error code and device was likely reset prior to manufacturer receipt as indicated by the device having 1820.0 machine hours and no blower or therapy hours. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint or address the symptoms specified. The manufacturer was not able to get care orchestrator information from device. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was able to confirm the dust like contamination and was able to confirm the customer's complaint. In box g: date received by mfg. Has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.